Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-one (21) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. This event occurred after compounding with an unspecified tpn solution. It was further reported that the leak had occurred from a tear in the middle of the bag, near the text. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 26, 2018 ¿ april 28, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.